Event description:
This patient developed a post-operative infection at the surgical site which was treated with IV antibiotics. Over the years, swelling and draining occurred repeatedly at the incision site. These infections were treated with oral antibiotics. In 2006, the physician cultured fluid aspirated from the area. Staphlococcus epidermidis (sensitive to cleacin orally) grew. The surgeon explanted the device eight months later. The patient has been implanted with a device on the contralateral side.